Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a caller regarding an implantable neurostimulator (ins). They stated that the patient reported that the "battery is bad" technical services transferred caller to page the representative for device interrogation. The patient called back stating that they talked to a representative to call to get the controller replaced. The patient mentioned they will also replace the ins but for now they wanted the patient to get a new controller. Caller redirected to their healthcare provider and representative.